Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manfacturing site has been assigned a medwatch number from the (B)(4).

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer's blood glucose was unknown. Customer stated that the alarm was resolved by a complete set change. Advised the customer to report back when the alarm reoccur in order to troubleshoot. No further information provided.